Manufacturer narrative:
(B)(4). Investigation result: a visual examination of the complaint device revealed that the balloon was ruptured. Functional analysis was performed, and the balloon was inflated; however, a leak was found due to balloon ruptured. This failure is likely due to an expected or random component failure without any design or manufacturing issue. Therefore, the most probable root cause is cause traced to component failure. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications.

Event description:
It was reported to boston scientific corporation that a hurricane rx dilation balloon was used in the common bile duct (cbd) during an ulcer bleeding hemostasis procedure performed on (B)(6) 2018. According to the complainant, during the procedure, the balloon could not be dilated, and the procedure was completed with another hurricane rx dilation balloon. There were no patient complications reported as a result of this event. Investigation results revealed that the balloon had ruptured; therefore, this is now an MDR reportable event.